Event description:
It was reported that st elevation occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd curve access system (was) and 20mm watchman flx pro laa closure device & delivery system (wds) were selected for use. After deployment of the wds, st elevation was observed. The physician administered epinephrine to counteract right ventricle (rv) tamponade. Blood saturation reduced to 80%. Within two (2) minutes, the patient started to recover. St elevation went away, and saturation was back to normal along with rv function. Air was seen in the line of the manifold therefore the physician suspected an air embolus occurred. No air was visualized in the patient's vasculature. The procedure was successfully completed. It was noted that air was seen in the sheath after implant. There were no further patient complications, and the patient was discharged.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0034105357. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (st segment elevation), hypoxia, and cardiac tamponade (medication required). Risk review a risk review was completed and confirmed that the events of air in device (st segment elevation), hypoxia, and cardiac tamponade were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that st elevation occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd curve access system (was) and 20mm watchman flx pro laa closure device & delivery system (wds) were selected for use. After deployment of the wds, st elevation was observed. The physician administered epinephrine to counteract right ventricle (rv) tamponade. Blood saturation reduced to 80%. Within two (2) minutes, the patient started to recover. St elevation went away, and saturation was back to normal along with rv function. Air was seen in the line of the manifold therefore the physician suspected an air embolus occurred. No air was visualized in the patient's vasculature. The procedure was successfully completed. It was noted that air was seen in the sheath after implant. There were no further patient complications, and the patient was discharged.

Event description:
It was reported that st elevation occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd curve access system (was) and 20mm watchman flx pro laa closure device & delivery system (wds) were selected for use. After deployment of the wds, st elevation was observed. The physician administered epinephrine to counteract right ventricle (rv) tamponade. Blood saturation reduced to 80%. Within two (2) minutes, the patient started to recover. St elevation went away, and saturation was back to normal along with rv function. Air was seen in the line of the manifold therefore the physician suspected an air embolus occurred. No air was visualized in the patient's vasculature. The procedure was successfully completed. It was noted that air was seen in the sheath after implant. There were no further patient complications, and the patient was discharged.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. H6: added patient code hypoxia. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0034105357. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (st segment elevation), hypoxia, and cardiac tamponade (medication required). Risk review: a risk review was completed and confirmed that the events of air in device (st segment elevation), hypoxia, and cardiac tamponade were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.